Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records for this product were not reviewed because no lot numbers were provided as the parts remain implanted. The stryker rep was not able to obtain any additional information on this case due to hospital policy. X-rays were reviewed and exhibited a screw that had backed out of the plate. Conclusion: the possible root causes of this range from patient activity, poor bone quality and disease. However, the root cause is not determined and multifactorial due to lack of information obtained at the time of this report.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw inserted in the bone is loosening. The surgeon is monitoring for the patient now.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. On (B)(6) 2016, the surgeon confirmed x-ray and found that the screw inserted in the bone is loosening. The surgeon is monitoring for the patient now.